Event description:
(B)(6) home health rn reported infusion took about 4 hours and they had to run program multiple times with "air in line" error to get all the medication out. Home health rn was able to complete infusion and denies any clinical concerns. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 55gm. Gamunex-c indication: polymyositis, organ involvement unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.